Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. No button error alarms noted. However, moisture damage was noted on up arrow button keypad trace.

Event description:
It was reported that the insulin pump gave a button error alarm, followed by a frozen screen and unresponsive buttons. It was stated that the customer was not able to clear the alarm. It was also stated that the customer did not press any button for more than three minutes. Nothing further was reported.